Event description:
The pt's family member contacted lifescan and reported that their pt's one touch ultrasmart meter was reading inaccurately high. Medical affairs specialist called and spoke with the reporter, who provided additional info. Two days ago, at bedtime, the pt was tested on their meter with a result of 310 mg/dl. Per the meter result, they was given 2 units of novolog insulin (they takes insulin based on the meter results and carbohydrate count) and also their set amount of 13 units of lantus. They went to bed and about 10 minutes later, they started having seizures. Their family member called 911 and they advised them to give them a glucagon shot. The pt's family member stated tht the paramedics did not come and they were the one who "treated them". About 1/2 hour after getting the glucacon shot, the pt was feeling "normal" again. He was tested on his meter again with a result of 365 mg/dl, which his mother thinks was still very high when compared to his feelings. They were seen by their pediatrician the next day and there were no changes to their medication regimen. Prior to the event, the pt did not experience any symptoms, but was given "extra" insulin throughout the day based on the meter results. The pt's family member also reported that "lately the time/date setting kept going off" and that they keep resetting the time and date option along with the unit of measurement in the meter settings at least three time last week. They denied seeing a decimal point in the result at the time of the event and stated that the meter was in the right unit of measurement (mg/dl; during troubleshooting, it was verified that the test strips were in good condition and within the expiration date. The meter was also coded correctly to match the code on the test strip vial. They reported that had performed a control solution test on the meter prior to calling lfs, which had failed outside the range. During the call they were walked through a control solution test which passed within range. A replacement meter and test strips were sent to the pt.